Event description:
It was reported that a patient underwent an unknown procedure in september 2024 and suture was used. It was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2024. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil and one winding former with four detached needles, four undispensed strands and one undispensed suture piece were received for analysis. The sample pertain to the product code vcpb864d which is a control release and requires eight strands per packet. Additionally, a photo was provided, and it showed the same condition of the received sample. Upon visual inspection of the detached needles, the attachment condition was as expected. The barrel holes of the needle were examined with magnification, and no suture remnant was noted. Also, the suture were not returned for analysis. The suture piece was inspected, and one extreme was noted to be cut probably caused by a surgical instrument and the insertion mark could not be observed. This product code vcpb864d contains an absorbable suture. Since the sample was received open, the functional test could not be performed on the undispensed strands due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.